Manufacturer narrative:
Explant due to stenosis and pannus formation was reported. The investigation found that there was outflow thrombus on all three cusps. There was circumferential fibrous pannus ingrowth on the outflow, which extended over the commissure between cusps 2 and 3 and created a fold in the free edge of the cusp with incomplete coaptation. The fibrous pannus ingrowth on the outflow surface of cusp 2, did not include the tethered piece which created incomplete coaptation. There was no inflammation or significant calcifications present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The calcifications and fibrous pannus noted could have contributed to the reported stenosis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2021, a 31mm epic valve was successfully implanted in the mitral valve position. Prior to valve implant, an abbott sizer was used to size the valve. On (B)(6) 2022, a medical examination was performed and revealed a peak pressure gradient of 22 mmhg. Another examination was performed on (B)(6) 2023, the mean pressure gradient increased to 20 mmhg and the peak to 29 mmhg. Re-operation was performed on (B)(6) 2023. The epic valve was explanted and a 29mm non-abbott valve was implanted as a replacement. It was observed that pannus had formed on the entire surface of the valve, resulting in dysmotility. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.